Event description:
The surgeon reported a leak in the port. The port was replaced and the explanted port was discarded.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper ii. Allergan has not received the product. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."